Event description:
A customer in (B)(6) notified biomérieux of a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320963403). Disk diffusion , pbp2a, and polymerase chain reaction (pcr) testing were performed as alternative methods of analysis and obtained resistant results. Initial test: oxsf: neg. Cefoxitin disk: 18 mm (resistant). Pcr = (B)(6). Pbp2a = pos. Repeat test: oxsf: pos. Cefoxitin disk: 19 mm (resistant). A field application specialist (fas) visited the site and performed fx etest and fox disk diffusion. Fx etest: mic = 6 ¿g/ml. Fox disk = 20 mm (resistant). The initial discrepant result was not reported to the physician. The resistant results obtained by alternate testing were reported. The customer reported that there was no negative impact on the patient's health due to the initial discrepant result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320963403).oxacillin mic = 1, susceptible. Disc diffusion (18mm), pbp2a, and pcr testing were performed as alternative methods of analysis and obtained resistant results. The customer repeated testing and obtained a positive oxsf results, oxacillin mic = 0.5 with an aes modification to resistant, as well as resistant disc diffusion test (19 mm). The strain was submitted for investigation. Additional information from the customer's submittal form: the fas performed e-test and cefoxitin disc diffusion, obtaining an mic = 6 for the e-test and 20mm (r) for the disc diffusion. Additional comment states there was a visible double zone suggesting the presence of strain variants in the culture, however purity plates showed pure s. Aureus isolates. The strain was submitted for investigational testing and the identification was confirmed to be staphylococcus aureus. A second subculture was performed and testing included ast-gp67 cards from the customer's lot (1320963403) and a random lot (1321019403) in duplicate. ---reference test results--- agar dilution (ad) oxacillin: mic = 0.06 cefoxitin disk diffusion: 30mm (s). Pbp2a = negative ---- vitek® 2 results---- all four ast-gp67 cards tested resulted in negative oxsf tests and ox mics <= 0.25. ----conclusions---- vitek® 2 cards and reference method are in agreement for oxsf and essential agreement for oxacillin. None of the customer's resistant results were reproduced for this submitted strain. Vitek® 2 cards are performing as expected. Vitek® 2 ast-gp67 card, lot #1320963403, met final qc release criteria. This lot passed qc performance testing.